Manufacturer narrative:
Unit received with detached end cap. Unit alarmed motor error during rewind due to corrosion at motor home switch. Unable to perform displacement test due to motor error alarms.

Event description:
The customer was reported via phone call that, the insulin pump was broken and the whole inside the motor popped out. The blood glucose was 240 mg/dl at the time of the incident. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.